Event description:
It was reported that this right ventricular (rv) lead exhibited poor r-wave amplitude, high capture threshold and a drop in impedance. Dislodgement was suspected to be the cause of abnormal measurements. Lead was explanted and a new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This report contains correction to following fields: 1) b5-describe event or problem 2) d6b- explant date 3) h1- type of reportable event.

Event description:
It was reported that this right ventricular (rv) lead exhibited poor r-wave amplitude, high capture threshold and a drop in impedance. Dislodgement was suspected to be the cause of abnormal measurements. Lead currently remains in service. An x-ray will be performed to verify the position of the lead. No adverse patient effects were reported.